Manufacturer narrative:
The field service engineer (fse) performed a high sensitivity (hs) system check with failure indicating high frequency/high magnitude mechanical outlier risk. The fse made adjustments to installation-peri-pump torque/cassettes and retested the high sensitivity (hs) test with no other intervention. The test successfully passed, and the data indicated mechanical risk was corrected. The source of the failure was possibly due to degradation in the peristaltic pump performance. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer reported falsely elevated troponin I (accutni) quality control result, during application testing, involving unicel dxi 800 access immunoassay system. Quality control (qc) level one, with an expected recovery of 0.12 ng/ml, produced a result of 1.20 ng/ml. The customer reviewed the diagnostic files and did not find any obvious reason for the false result. The elevated result did not have clinical impact. There was no pt impact associated with this event. The field service engineer (fse) was dispatched to assess the unit.